Event description:
The customer reported that no value, non-actionable accutni results with instrument generated flags were generated from an access 2 immunoassay system for quality control results and multiple previously tested patient samples with known values. The customer did not provide any patient or system data associated with this event. The involved accutni patient results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification in patient treatment associated with the event. No specific patient information, sample collection/handling information or instrument/assay performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as the issue was resolved via beckman coulter inc. Representative telephone troubleshooting. It was identified via an instrument assessment that there was no accutni reagent pack present in the designated location of the reagent carousel. In conclusion, the root cause of this event is use error. The no value accutni results with indeterminate flags were caused by a misloaded accutni reagent pack.